Event description:
It was reported that impedances were 'bouncing' from 80 to 200 ohms for a month. It was also noted that the proximal portion of the lead had an insulation 'problem', it was possible to push the insulation back on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.